Manufacturer narrative:
(B)(4). Retainer ring: black. Customer complained about the unit having a cracked belt clip rails. Unit passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked retainer and scratched case. Unit was confirmed for partially broken off belt clip rails, not cracked. Unit passed required testing.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the back. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.